Event description:
The lay user/patient emailed lifescan (lfs) in 2005 and alleged that she did not receive the replacement meter the following day as she expected. The medical affairs specialist mailed a letter the following month since the user could not be reached by telephone for further clarification. Two months ago, the patient called lfs for assistance with her meter. She alleged that it was prompting a blood reading as control message. The pt was unable to report if the correct technique was used or if the test strips were in good condition. The patient did not allege any harm or injury. A replacement meter was sent due to this issue. She received her meter 3 days later. The pt then sent an email the following month and reported that because she did not receive the meter overnight, she ended up in the hospital. According to the patient's records she might have had a back up meter at the time. This complaint is being reported as an adverse event. The medical affairs specialist was unable to reach the patient for further information about the hospital visit; therefore, the case is being reported, as the patient stated that because she did not receive her meter she "ended up in the hospital."